Event description:
Device report 1 of 3: reference MFR report: 1627487-2012-11194, 11195. It was reported the had felt warm at the ipg site, and his lead was not providing full coverage. The pt did not know whether the ipg warmth would dissipate with the system turned off, as he uses the system continually. F/u identified the physician planned to replace the ipg at a future date.

Manufacturer narrative:
This ipg serial number is included in field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.